Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8. Dislocation and subluxation due to inadequate fixation and improper positioning. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00703 & 00704).

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2000. It was further reported patient underwent a revision procedure on (B)(6) 2003 for unknown reasons. Subsequently, patient underwent a revision procedure on (B)(6) 2006 for hardware removal. It was further reported patient underwent a revision procedure on (B)(6) 2009 due to dislocation and loosening of the femoral stem.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6)2003. Subsequently, a revision procedure was performed on the left side on (B)(6) 2009 due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-00703 & 00704 & 03147 / 03148).